Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's insulation was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was physical damage at the distal end of the instrument. A photo of the damage was attached to the instrument. I would like to draw your attention to a small damage at the distal end of the instrument. A small piece of the insulation is protruding there. I have attached a photo for illustration. The issue was discovered relatively at the end of the operation, so the operation was completed without complications. There was no missing material at the distal end of the instrument. However, there is an insulation detachment observed there. There were no blue bipolar cables loose, dislodged, or damaged. All cables were in perfect condition. There were no blue cables frayed or damaged. All cables were in perfect condition. The cable at the distal end of the instrument was frayed or damaged. A picture was attached to the instrument. There were no blue bipolar cables damaged or any stripped black insulation present. There were no other issues that arose during the operation. On may 23, 2025, all relevant tests on the da vinci system were successfully conducted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a derailed cable was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.